Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. This event is no longer considered reportable. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110024462 ¿ g7 dual mobility liner ¿ 872300. Ep-200146 ¿ active articulation bearing ¿ 987790. Ep-200146 ¿ active articulation bearing ¿ 269120. 110024462 ¿ g7 dual mobility liner ¿ 812530. 00625006535 ¿ trilogy bone screw ¿ 64197175. 00625006530 ¿ trilogy bone screw - 64228001. 00625006530 ¿ trilogy bone screw ¿ 64580142. Competitor head ¿ unknown part and lot. Competitor stem ¿ unknown part and lot. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02691. 0001825034 - 2021 - 02692. 0001825034 - 2021 - 02694. 0001825034 - 2021 - 02695.

Event description:
It was reported that patient underwent a hip revision approximately 6 years post implantation and a second revision approximately 1 month later due to infection. The liner and bearing were replaced at that time. Subsequently, the patient presented for a third revision approximately 16 months later due to continued infection. All product was removed and replaced with spacers. Attempts have been made and additional information on the reported event is unavailable at this time.